Event description:
Customer reported device = 1 mg/dl four consecutive times when testing with it. Customer was unable to find the value in the memory. Customer drank orange juice. No treatment received. A request was made for return product and replacement product was sent.